Event description:
It was reported that a patient underwent an unknown procedure for sternal closure on an unknown date; and suture was used. During the procedure, the needle came off the wire while being pulled through. There was a delay of 10 minutes. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint (B)(4) h6 component code: g07002 device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? Not disclosed were there any unexpected outcomes or complications as a result of the prolonged surgery time? Not disclosed what tissue was being sutured when the event occurred? Sternum was additional dissection required in other organs/tissues other than the target tissue? Not disclosed was there any change in the patient¿s post operative care due to the prolonged procedure? Not disclosed a review of the batch manufacturing records was conducted, and no related non-conformances were identified.